Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact on the customer's blood glucose level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.